Manufacturer narrative:
A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage and clamp function testing, and integrity of seal surface testing. There were no issues noted. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the silicon tubing of a titanium transfer set was coming off from the patient adapter, and there was a crack between the patient adapter and the tubing. This event occurred during use with patient involvement. The duration of use for the titanium transfer set was 30 days. There was no report of patient injury or medical intervention associated with this event. No additional information is available.